Manufacturer narrative:
2032227-060322-002-c. (B)(4). Sw = 3.18e. Contrary to what the customer claims, did not see any cracks in the battery compartment. Other than that the lcd screen has some scratches on it.

Event description:
Medtronic received information that damage (physical or cosmetic), battery cap cracked/damaged, product design dissatisfaction occurred. There was no adverse impact or consequence reported as a result of this event.